Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient describes his auditory sensation as obscure and not enough loudness since (B)(6) 2009. Problems with the external equipment have been excluded and there are no reports of head trauma. Testing showed that there are short circuits on 3 electrode channels. Two channels have hi impedance and 3 channels have increased impedance.